Event description:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl defibrillator, indicating that the device fails the operational check. The fse evaluated the device onsite and found that the paddles were dirty. The paddles were cleaned, and the device returned to normal operation. It is the user¿s responsibility to maintain the paddles' cleanliness. The device remains at the customer site, and no further action is required at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to dirty paddles. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The paddles were cleaned to resolve the issue, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Reporting institution name: (B)(6).